Manufacturer narrative:
The device history record was reviewed for compliance and no issues were observed. The product was manufactured, tested, and released per new world medical's (nwm) approved procedures. The sample was not returned to nwm; therefore, the issue reported could not be confirmed.

Event description:
Per doctor "I needed to apply a lot of force to the eye post-op to get fluid to go through the ahmed and a bleb to form." Patient has severe primary open angle glaucoma (poag). Pre-op iop was 25mmhg. Post-op day 1 iop was 20mmhg. Post-op week 1 iop around 20mmhg and had flat bleb over the tube plate. Post-op week 2 iop at 8mmhg (after inferior globe massage), large bleb formed over the tube plate, allowing the dr. To force some fluid through and get the tube to start filtering. Patient is on a steroid q2 to inhibit conjunctival scarring, and on prostaglandin inhibitor for iop. Post-op week 3-4 iop is 17mmhg on no gtts, and bleb looks better.